Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery indicator was flashing with new batteries installed in the device and it is out of control. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the battery indicator was flashing with new batteries. The epg failed several incoming tests. Analysis noted that there was liquid contamination on the main printed circuit board (pcb), corroded spots on the main pcb, contamination on the flex tape, the lower case had white residue spots. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.